Event description:
A pump motor stall was caused by the patient having a MRI. The MRI occurred on (B)(6) 2011 and the stall was noted as occurring that day. The pump was not interrogated until (B)(6) 2012; then recovery was noted in the logs at the time of the 2/1 interrogation. The pump was delivering saline at the time of the MRI. The pump has been filled since then, and was operating as expected. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
When the pump was interrogated, the message ¿stopped pump period may exceed the tube set¿ was seen prior to the motor stall recovery. It was also noted that the pump had been programmed at minimum rate.